Manufacturer narrative:
Reporter is a synthes employee. Initial reporter is a staff quality engineer. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, during routine incoming inspection of a loaner set, it was observed that the holding sleeve for stardrive screwdriver shaft t8 was missing a piece. There was no patient involvement. This complaint involves one (1) stardrive screwdriver shaft t8. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part#: 314.468, synthes lot#: ft00373, supplier lot#: ft00373, release to warehouse date: 14 apr 2017, supplier: flextronics america llc, no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service evaluation: it was reported that during routine incoming inspection of a loaner set, it was observed that the holding sleeve for stardrive screwdriver shaft t8 was missing a piece. The repair technician reported the device was missing spring. The cause of the issue is missing component. The item will be repaired per the inspection sheet, and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 10. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # 314.468, synthes lot # ft00373, supplier lot # ft00373, release to warehouse date: 14 apr 2017, supplier: (B)(4), no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the holding sleeve for stardrive screwdriver shaft t8 (p/n: 314.468, lot #: ft00373) was returned and received at us customer quality. Upon visual inspection, it was observed that the device was missing a coil spring. No other issues were identified with the returned components of the device. Service & repair evaluation: it was reported that during a routine incoming inspection of a loaner set, it was observed that the holding sleeve for stardrive screwdriver shaft t8 was missing a piece. The repair technician reported the device was missing spring. The cause of the issue is unknown. The item will be forwarded to customer quality. The finalized service record documenting dispositioning of the device will be archived in the document management system. The evaluation was confirmed. Device failure/defect identified? Yes. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed holding sleeve complaint confirmed? Yes, the device received is missing components. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the holding sleeve for stardrive screwdriver shaft t8 (p/n: 314.468, lot #: ft00373). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The guide shaft threads to the coupling sleeve are intended to be disassembled for sterilization allowing the coil spring to be disassembled. The potential cause could be misplacement during sterilization. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.